Event description:
Black greasy substance came out of blade. Surgeon was able to remove the substance and a back-up device was available to complete the repair. There is no additional info available at this time.